Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported the ipg does not communicate. Surgical intervention may be pending.

Manufacturer narrative:
The observation from the field ¿ipg unable to communicate¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode and then the ipg/programmer bond was deleted. If a device is placed in MRI mode and pairing/bonding is eliminated, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Additional information indicates the ipg was explanted and replaced.